Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed power port clear vue isp implantable port kit in its original packaging was returned for sample evaluation. Along with return sample two photo was provided for the review. Visual evaluation was performed. Tears were noted on the top corners of the outer packaging box of the sample. When the packaging box was opened, the power port clear vue isp implantable port kit was found positioned invertedly. Top tyvek label was not fully peeled as the left portion was still attached to the outer product tray. Seal transfer was noted. Punctured area was noted on the center of the top tyvek label on the product list label. The top right portion of the product tyvek label was noted to be cut off in a v-shape seal transfer was noted. The components within did not affect. Same punctured area was noted on the center of the top tyvek label on the product list label in photo review. Therefore, the investigation is confirmed for the reported packaging perforation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport clearvue isp in the right internal jugular vein. During preparation post procedure, the surgeon initiated the process following standard protocol for the implanted port. Upon inspection, the inner packaging of the port was found to be damaged, compromising the sterility of the device. Reportedly, the packaging was found to be perforated. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport clearvue isp. During preparation post procedure, the surgeon initiated the process following standard protocol for the implanted port. Upon inspection, the inner packaging of the port was found to be damaged, compromising the sterility of the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.